Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator¿s (ICD) pr logic wrongly classified a ventricular tachycardia (vt) episode as sinus tachycardia episode. The vt self-terminated on its own shortly after. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.